Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pts' groin. The iab became stuck in the saf sheath and as a result, the iab and saf sheath were removed. The md inserted the teflon sheath and the second iab was inserted without difficulty. There was no reported pt death or injury. Medical/surgical intervention was required. The intervention is listed as "removed iab and sheath". There was no delay in therapy. The outcome of the pt is "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.